Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was found that one of the fasteners had broken off the case and the outside edge of the user interface panel was cracked. No other defects were observed. Functional testing was performed and the unit was connected to 120vac. The unit did not pass the initial power connect test. Neither of the indicator lights flashed. The unit was opened and the power supply board was replaced with a known good power supply board. This time the unit passed the initial power connect test. The unit also navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The complaint of the unit alarming could not be confirmed. However, the investigation revealed a defective power supply board. Since the neptunes are 100% functionally tested during manufacturing assembly, it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. The unit was manufactured in 2015 and refurbished in 2020. Manufacturing confirmed that the power supply board was not replaced when the unit was refurbished in 2020. The device was designed for a minimum of 5 years. The root cause for the failure is normal wear. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported the unit "does not always power on, shows alarm". No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of the reported failure mode was conducted and 8 devices were taken from current production (425-00 concha neptune, lot # 73c210010n). At the manufacturing facility and were functionally tested. No issues were encountered during the functional testing. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the unit "does not always power on, shows alarm". No patient involvement reported.